Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of intraocular lens was rotated from 90 degrees to 80 degrees. Additional information has been requested.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number g.8. Manufacturer report number corrected and reported under 1119421-2025-01469. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the grade 2 pco at 3 months, iol was rotated axis from 12 degrees to 30 degrees, concerned regarding the lens material verses cartridge material causing the lens to be slick and rotate. The surgeon noticed cartridge material adheres to posterior surface of les requiring removal with irrigation and aspiration but that can sometimes be difficult.